Event description:
Alleged, the patient pushed the nurse call button on the bed siderail several times and when no one responded, the patient attempted to get out of bed and fell. The facility indicated, the patient was confused and did not use the pillow speaker call button. The patient was not injured. The siderails were in the up and locked and the bed was in its lowest position. A communication cable was not installed.

Manufacturer narrative:
The technician was unable to examine the bed, as the account did not know which bed was involved in the event.